Event description:
It was reported that the ilet user announced larger-than-actual meals as a strategy to correct elevated blood glucose. Troubleshooting and education were provided instructing the user to announce meals accurately to avoid maladaptation of the ilet. Symptoms included hyperglycemia with a peak of 300 mg/dl. Outcomes included no hospitalization and no long-term impairment. Investigation included review of device alerts and user-reported use patterns with education on correct meal announcement practices. Investigation of this case revealed user technique contributing to hyperglycemia with the device functioning as designed without a device or component malfunction. It was concluded, based on previously established findings for similar reports, that the cause was user-related use error with inappropriate meal announcements.